Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported yellow protective sheath not able to be removed was not confirmed. Analysis of the returned device indicated there was no resistance during removal of the yellow protective sheath and both the balloon profile and inner diameter of the protective sheath met specification. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that prior to using a nc trek 3.5x12 for post dilatation, the yellow protective sheath was not able to be removed. The device was not used. Another device was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.